Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis following interruption of insulin delivery while using the ilet system. Review of the reported information indicates the event occurred after the dexcom g7 sensor was not paired to the ilet, resulting in loss of cgm input and interruption of automated insulin delivery. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported clinical course and hospital treatment. No device malfunction was alleged. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 28-dec-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 590 mg/dl following interruption of insulin delivery. The user was transported to the hospital by a caregiver where the user was diagnosed with diabetic ketoacidosis (dka) and treated with IV dextrose and discharged (B)(6) 2025. No long-term health effects were reported.